Event description:
Reporter said that the siderail center arm on the rh head siderail was broken and the siderail would not latch. Reporter said that he replaced the siderail center arm, and the bed is working fine.